Event description:
A report was received that the patient had developed an infection at the ipg and lead sites. Symptoms were fever, tenderness and swelling at the ipg site, and elevated white blood count. The patient was prescribed antibiotics and underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead; model #: sc-4316, lot #: 17825214/17310478, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.